Event description:
During whipple surgical procedure while the surgeon was using the covidien gia stapler 100mm-3.8mm to staple through the stomach. The first stapler didn't fire completely, and misfired. The misfire caused trauma to the gastric tissue and caused bleeding. The surgical tech noticed that the stapler didn't align properly together after the misfire. The or team opened a second gia stapler 100mm-3.8mm and this stapler also failed to fire completely when used. Manufacturer response for staple, implantable, gia (per site reporter) unknown.